Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The lesion being treated was located at a bifurcation in the calcified, tough, tortuous distal left main (lm). The physician attempted to place the 3.00x12mm liberte bare metal stent, but was unable to cross the lesion. Upon removal, the stent struts were protruding outward and looked broken. The procedure was completed with a 2.75x10 mm non-bsc stent. No patient complications were reported.